Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ nexiva was leaked during use.

Event description:
It was reported that bd¿ nexiva was leaked during use.

Manufacturer narrative:
Investigation summary: DHR review for lot 8187553 disclosed the following: this lot was built and packaged on nfa line #1 from 08july2018 through 14july2018. All required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. No samples or photos were provided for observations and/or testing of this incident. Relationship of device to the reported incident: indeterminate - since the defective unit was not returned for evaluation and testing, root cause cannot be confirmed. However, given the trend identified by the qda for this defect, it is likely that the failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. Conclusion(s): the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA (B)(4) was oppened to investigate.